Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues. Upon revision, air in the system was identified, in addition, the pump bulb stayed flat. A surgical procedure was performed in which all components were removed and replaced. No patient complications were reported.